Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon visual analysis, it was noted that the grommet was damaged.

Event description:
It was reported that during implant attempt, there was sensing difficulty and event only light movement of the header caused atrial oversensing and noise. The device was not used. There were no patient complications reported as a result of this event.